Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with power error detected alarm due to j6 connector resistance issue. Unit was received with broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pieces on battery compartment was missing. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.